Manufacturer narrative:
No product was returned. As per clinical, the impella 5.5 insertion was attempted and aborted due to tight lesion and artery being dissected. The dissection was not related to the impella and unknown what caused the dissection, and this concern was also a cause for the impella 5.5 pump not being inserted past the lesion. The cause of the delivery issue was patient condition related since insertion aborted due to complication per clinical review.

Event description:
The user facility reported a 44-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the impella 5.5 was attempted to be placed but due to the anatomy and clot formation the doctors decided to abort the impella and go with extracorporeal membrane oxygenation (ECMO). Upon impella insertion, the doctor noticed a large amount of clots. Clots were removed and angiogram was performed and revealed a tight lesion just distal to the anastomosis and the artery appeared to be dissected. No known impella harm to patient.